Event description:
The customer reported a leaking administration set, tpn leaked from the injection port area. The customer also states none of the ports were accessed. There were no pt harm or medical intervention. No additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The customer's report of a leaking set was confirmed. During functional testing, a leak was noted coming from a puncture on the piston of the proximal smartsite. The cause of the customer's report was identified as a leak from a noted puncture on the piston of the proximal smartsite. The root cause of the leak was not identified, however the puncture mark is consistent with the use of a needle or a blunt cannula on the smartsite.